Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection as pocket site reopened. Reportedly, the patient presented to the emergency room (ER) to get the device pocket incision re-sutured, because the incision had reopened after the patient was forcibly removed from his vehicle and physically assaulted. There were no additional adverse patient effects reported. This rv lead remains in service.